Manufacturer narrative:
Product support previously conducted testing on qc retained devices from d-dimer lot w48145 with 2 positive control samples. Product support also tested a contrived donor whole blood sample with elevated d-dimer and no low bias or false negative result was observed. Observations are for d-dimer recovery. No sample was returned for testing; product support was unable to verify the customer's result. Product support could not rule out any sample specific or environmental factor that may have affected analyte recovery. Product support observations for d-dimer recovery follow: no low bias or false negative d-dimer results were observed with either sample. No error codes or device issues were observed. All data points with cal h were within the mfg 2sd range, with a % recovery of 106%, with in mfg final release specs. All data points with cal g were within the mfg 2sd range. The customer complaint of a false negative result was not observed with either positive control sample. All data points were within the expected ranges. No low bias or false negatives were observed. No corrective action required at this time as no product deficiency was established.

Event description:
Caller is reporting poor correlation between triage d-dimer test and pathologist's regional laboratory method using a stago analyzer. The caller reported three potential false negative triage d-dimer results. Tech service followed up with the customer to explain that the only way to determine which of the results is correct is to look at the clinical picture. For any pt where pe or dvt is diagnosed additional info is needed. This would include the draw times for blood work including triage as well as the timing and results of the additional tests used to make the diagnosis. The customer indicated that this data is not available at this time.